Event description:
In (B)(6) 2011, the pt was involved in a car accident in (B)(6). The pt was treated with an external fixator for his femur, then was transferred to the united states. In (B)(6) 2011, the external fixator was removed and a plate and screws were implanted. On an unk date, the pt fell in a hole and re-fractured his femur and presented with pain following his fall. X-rays taken on an unk date show the plate was broken and the femur was re-fractured. The pt was returned to the operating room on (B)(6) 2012 for removal of the plate and 14 screws and revision to an antegrade rafn nail.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The mfg documents were reviewed and no complaint related issues were found.